Event description:
It was reported that during a cholecystectomy procedure after firing the device, the clips were scissored. Another device was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.